Event description:
Philips received a report indicating a v60 has low tidal volume displayed on the system. It is unknown if unit was in clinical use at the time of event. No reports of harm or injury to patient or user. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported. There was patient involvement associated with this call. The device was swapped out with a different device to use on the patient. To resolve the issue air-oxygen hybrid module was replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.